Manufacturer narrative:
(B)(4). Currently pending eval of the incident.

Event description:
During a deployment where the pt survived, the user is questioning the "no shock" decision that the AED made.